Manufacturer narrative:
(B)(4). Implant date and explant date: all surgeries were performed between (B)(6) of 2015 and (B)(6) of 2018. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00088. Addona, j. L., gu, a., martino, I. D., malahias, m.-a., sculco, t. P., & sculco, p. K. (2019). High rate of early intraprosthetic dislocations of dual mobility implants: a single surgeon series of primary and revision total hip replacements. The journal of arthroplasty, 34(11), 2793¿2798. Doi: 10.1016/j.arth.2019.06.003.

Event description:
It was reported that during a study for a journal article that 1 out of 4 patient experienced a dislocation on an unknown date without any additional intervention. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was not reviewed as the lot number for the device is unknown. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.